Manufacturer narrative:
Pain at the ipg site was reported to abbott. The replacement lead and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12319. It was reported that during the patient's ipg revision on (B)(6) 2019, one of the patient's leads had migrated and the physician had decided to replace the lead. It is unknown which lead had migrated. The patient has effective therapy post operatively.